Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 30mm amplatzer septal occluder was selected for an implanted on (B)(6) 2022. During the procedure the device was not taking proper shape. Therefore, the physician retrieved the device from the patient prior to release from the delivery cable. There was no angulation or kink noticed in the delivery system and no interaction with cardiac structures during deployment. A new 30mm amplatzer septal occluder was selected and implanted. The patient remain hemodynamically stable throughout the procedure. No patient consequences were reported.

Manufacturer narrative:
An event of device deformity was reported. The investigation confirmed the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device. Per the instructions for use, the recommended size delivery system for use with a 30 mm amplatzer septal occluder is a 10f.